Manufacturer narrative:
(B)(6). Per DHR the product auto endo5 ml lot # 73e1900347 was manufactured on (B)(6)2019 a total of 288 pieces. Lot was released on (B)(6)2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. Reference file anp1900074678 for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. The next clip was protruding from the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load as it got stuck in the bent rotation tab during the trigger cycle. The clip was manually removed and as the trigger cycle was being completed, another clip loaded improperly into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining including the partially loaded clip, indicating that 6 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. Reference file anp1900074678 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. One device was returned with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. Upon functional inspection, the next clip was unable to properly load as it got stuck in the bent rotation tab. The sample was disassembled and it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws properly at loading. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws properly at loading. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.